Event description:
Patient admitted on (B)(6) 2017 with concern for a lvad pump thrombus due to an elevated ldh of 1160 as well as high powers for 24 hours prior to admission. A bivalirudin drip was started upon admission. An echocardiogram was performed which showed the lv was decompressed to 4.2 cm. On (B)(6) 2016 the ldh increased to 1548. A cardiac morphology CT was performed which showed no evidence of a lvad thrombus. Due to the elevated ldh and high lvad powers the patient was taken to the operating room for a heartmate ii lvad pump exchange on (B)(6) 2017. During the case the surgeon was able to visualize a thrombus on the inflow bearing. Surgery went well. The patient is recovering in the ICU.